Event description:
The fast-cath hemostasis introduce was in place in the patient and blood was observed on the bandage. Upon opening the bandage, detachment of the of the tubing was found and blood loss occurred. The device was removed which stopped the administration of medication and patient instability occurred. Once the introducer was withdrawn, a central line was placed to complete the infusions. The central line access resumed the administration of blood and medications required post surgery. The introducer was used post surgery to control the hemodynamic and the pulmonary arterial pressure.

Manufacturer narrative:
The reported event of a detached tube was confirmed. The extension tubing had detached from the sideport of the hemostasis body, however, visual inspection of the sideport tubing revealed it had been inserted fully into the sideport and met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the detached sideport remains unknown. The fast-cath introducers instructions for use (IFU) recommends the user advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.